Event description:
A report was made regarding a t: slim x2 pump whose battery would not charge, despite using a computer usb port and a tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to try plugging the charger into a working wall outlet and to wait at least 30 consecutive minutes, with plans to follow up on the situation.